Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 5 insulin cannula kinked event on (B)(6) 2023. The insertion site was abdomen. The infusion set was in use for less than 1 day. The glucose level was around 300 mg/dl and the patient was treated with correction bolus via pump and correction multiple daily injection ( mdi). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.